Event description:
It was reported that the insulin pump had blank display after battery changed. Customer inserted new battery and the insulin pump worked fine. Customer's blood glucose was 185 mg/dl. Customer also requested for assistance in setting the time on the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.